Manufacturer narrative:
This report is submitted on april 09, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use; subsequently the device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on may 10, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [114188-device analysis report.pdf]